Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor setting was programmed incorrectly. During troubleshooting with tandem technical support, setting was corrected and insulin delivery was successfully resumed. Customer's blood glucose level was 267 mg/dl.